Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted, and no anomalies noted. Regulatory complaince will continue to monitor on monthly trend reports.

Event description:
Consumer reported nurse obtained a needle stick injury during use of autoshield pen needle.